Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc) two weeks post implant. The patient had an escape rate in the 30 beats per minute (bpm) range and reported experiencing an erratic heart rate, shortness of breath, lightheadedness and some allergy symptoms. The lead was observed to have dislodged. A revision procedure was performed. It was noted that it took 30 turns to retract the helix and then the helix would not extend. The lead was then explanted and replaced. It was noted that the physician elected to break through the insulation of this lead to save from needed to gain new access to implant the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the complete lead was returned with the stylet in the lead and the helix partially extended. An x-ray was performed and noted no fractures, however, noted that the lead coils were stretched & deformed within 10 centimeters (cm) from the lead tip. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead did not pass pressure testing due to the insulation damage at explant. Stylet and helix testing was not performed due to the damage to the lead.